Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos) post sensing as well as high rate non sustained episodes. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.